Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 300mg/dl (in the reported issue notes it states 300 appox), 90mg/dl. Tests were done within <10 minutes with a difference of 95%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter with alcohol.